Manufacturer narrative:
Device is combination product.

Event description:
Reportable based on device analysis completed on 24oct2018. It was reported that crossing difficulties were encountered. During a stenting treatment procedure, a 28 x 3.50 promus premier stent was advanced but failed to cross the lesion. The device was replaced with another of the same device and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Device evaluated by MFR.: promus premier ous mr 28 x 3.50mm stent delivery system was returned for analysis. An examination of the crimped stent identified distal stent damage. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination found no issues with the tip. No other issues were identified during the product analysis.